Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The history log for this device shows the pad-pak was first installed on the 30th june 2010 and performed to specification, alongside random manual power ons, up to the 8th may 2016. An increase in voltage suggests a further pad-pak was installed. The device records multiple manual power ups mainly of ten minutes duration between the 13th -26th may 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the measurements taken would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. A component was found to have failed and led to the excess current drain measured during the investigation. The membrane failure may have contributed to the failure of the component. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section h8 of this report.